Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, the device's tissue pads fell off during the case. The pads fell into the patient, but were retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.